Event description:
Approximately six months post index procedure a coronary angiogram confirmed restenosis and the patient was hospitalized. The investigator made an arterial bypass and an angioplasty with an actif stent. The index procedure was completed in 2006. The target lesion had an angulation greater than 90 degrees, 20-30mm of length and 3.5mm vessel diameter. Two cypher select stents were implanted (cypher select 3.5x33mm and 3.5x18mm) overlapping. The residual percentage of stenosis pre-procedure was 70-90 pre- procedure and 0 post procedure. Timi flow grade pre and post procedure was 3.

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00885 and 9616099-2007-00887. Additional information will be submitted upon 30 days of receipt.